Event description:
It was reported there was a 'possible lead malfunction' noted at implant attempt. The physician chose to use a new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.